Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper operation of the device was observed through functional and performance testing and the device was returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during preventive maintenance, their device did not deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during preventive maintenance, their device did not deliver energy. There was no patient use associated with the reported event.